Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving gablofen 2000mcg/ml at 570.2mcg/day via an implanted pump. Indication for use was noted as intractable spasticity and cerebral palsy. It was reported that during normal replacement of the pump for end of service (eos), the surgeon called the managing hcp because the managing physician was concerned about the integrity of the catheter. The managing physician reported the dye study he did was abnormal. The manufacturer representative did not see any report and was not there for the actual day of the dye study. The hcp reported that the patient was more contracted. Additional information reported that the patient had become more stiff recently around (B)(6) 2016. The entire system was replaced. The reason for catheter removal was noted as "unknown, not working." The patient's status after the device was removed was noted as "recovered without sequela." No rotor study was completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.